Manufacturer narrative:
D3: correction. D9: 10-dec-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed system fault due to attaching the usb cable. Functional testing was performed and the customer reported issue was confirmed. The cause was identified to be the coin battery on the board. The coin battery was charged to resolve the issue.

Event description:
It was reported that there was an error code 46822. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.